Manufacturer narrative:
Device evaluated by MFR.: the device synergy xd mr us 4.00 x 32mm stent delivery system was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. Multiple hypotube kinks and a break at 75cm distal to the distal end of the strain relief were noted. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 4.00 x 32mm synergy? Xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the shaft was broken without excessive force. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 4.00 x 32mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the shaft was broken without excessive force. No patient complications were reported.